Event description:
The caller reported the pilot balloon seam failed on the patient's tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
(B) (4). The (B) (6) department was contacted to attempt to obtain a possible lot number for the homechoice cassette that may have been involved in this incident. (B) (6) indicated that the patient received a shipment of homechoice cassettes on november 23, 2009 (lot number h09126031) and a shipment on december 21, 2009 (lot number (h09j19126) therefore, a manufacturing batch record review was performed on both lot numbers for possible involvement. The review identified no issues during the manufacturing process or deviations from standard procedure.

Manufacturer narrative:
(B) (4).sample requested but has been discarded.

Event description:
A customer contacted baxter's technical service center in (B) (6) 2009 regarding a patient symptom of peritonitis on the homechoice (hc) device during use. The home patient (hp) may have peritonitis. The technical service representative (tsr) put the home patient (hp) in to manual drain. The patient reported the nurse (rn) had taken an unknown test and said, she would call her when test results came back. The patient drained 800ml; then went back to dwell. The tsr referred the hp to the nurse (rn). Information was received from global pharmacovigilance (gpv) on 25jan2010 indicates: gpv stated in (B) (6) 2009, the patient went to the clinic and it was discovered that the connection between the patient's transfer set and catheter was leaking, so the nurse changed the patient's transfer set. In (B) (6) 2009, a peritoneal culture and analysis were performed. After the culture came back, the patient was diagnosed with bacterial peritonitis. Per the nurse, the patient was treated with unknown antibiotics. Per the nurse the bacterial peritonitis is ongoing and improving. The cause of the bacterial peritonitis was unknown. Per the nurse, the bacterial peritonitis was not related to dianeal therapy or to the devices. Peritoneal dialysis (pd) therapy is ongoing and unchanged.